Event description:
Pt had retropubic radical prostatectomy on 12/7/93 due to carcinoma which resulted in impotency. On 4/8/94 a penile prosthesis was implanted. On 5/16/94 the implant was removed due to infection.